Event description:
Procedure type: gastrectomy. According to the reporter: orvil did not attach to eea25 trocar during the procedure. The surgeon changed the procedure to a laparotomy and thoracotomy. Due to extended surgery time, patient was on anesthesia more than 4 hours and needed reintubation. After surgery patient was not stable and required ventilation. There was unanticipated tissue loss. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).